Event description:
It was reported that recurring occlusion alarms occurred. Multiple system checks were performed; however, alarms continued and cause could not be determined. There was no reported impact to customer¿s blood glucose level. Customer reverted to an alternate source of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.